Event description:
The customer complained that he has been experiencing weakness and sweatiness as he adjusted his treatment and was taking humalog and lantus based on the readings with a decimal point that he was receiving on his freestyle blood glucose monitor. The issue with their meter suggests the memory overwrite malfunction has occurred. There was no report of death or serious injury.

Manufacturer narrative:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. The product has been requested for investigation. A follow up report will be submitted if the meter is returned. Customers and retailers have been informed.